Event description:
It was reported that a perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician successfully performed the transseptal puncture and inserted the was into the patient. While inserting the was into the patient it was noted that the device had folded in the inferior vena cava and was moving towards the iliac. The patient became unstable at this time. An angiogram was performed which showed that there was bleeding at the abdominal level. The physician inserted a balloon from the ipsilateral side to stop the bleeding. A laparotomy was performed and a perforation that was at the iliac vein was repaired. The patient was transferred to the intensive care unit for follow-up care.

Event description:
It was reported that a perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician successfully performed the transseptal puncture and inserted the was into the patient. While inserting the was into the patient it was noted that the device had folded in the inferior vena cava and was moving towards the iliac. The patient became unstable at this time. An angiogram was performed which showed that there was bleeding at the abdominal level. The physician inserted a balloon from the ipsilateral side to stop the bleeding. A laparotomy was performed and a perforation that was at the iliac vein was repaired. The patient was transferred to the intensive care unit for follow-up care. It was further reported that the patient died three days post procedure. The patient had 3/4 necrotic intestine and the decision was made to provide no further interventions or treatment.